Manufacturer narrative:
Intial reporter report number 362-330-2011-001. Review of lot records/work orders, prior reports. No issues were noted. Device retained by user facility not made available for evaluation. No conclusion can be drawn.

Event description:
After successful deployment of the 28-16-120bl bifurcated device, the physician attempted to remove the surepass wire through a 9 fr sheath. The surepass wire was completely removed and it was noted the red main body cover and the contralateral limb cover were not attached to the surepass wire; and did not pass through the 9 fr sheath. The physician extended the cut down to remove the red main body cover and the contralateral limb cover. Once removed the procedure was completed with no further issues.